Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and (B)(6) 2011 and mesh and monarc subfascial hammock and e. Sparc were implanted. The date of implantation was not clarified. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent transvaginal mesh excision and urethrolysis with cystoscopy on (B)(6) 2011 due to persistent stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
.